Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during an unknown phase of pd treatment. The patient reported this happened on an unspecified date a few months ago. They indicated there was no alarm from the cycler. It is unknown at which point in therapy the leak began, where the cycler leaked from, nor if any fluid was found within the cyclers cassette compartment. The source of the leak is unknown. The patient also reported the cycler had fallen at some point in time but did not specify how it fell or if there was any observed damage. The patient confirmed they have not experienced any issues nor received any alarms from their cycler. The patient was advised to contact fresenius technical services if they have experience any issues. They were initially requesting a replacement cycler but indicated they would continue to use the cycler. There were no reported adverse events nor serious injuries attributed to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, to date a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during an unknown phase of pd treatment. The patient reported this happened on an unspecified date a few months ago. They indicated there was no alarm from the cycler. It is unknown at which point in therapy the leak began, where the cycler leaked from, nor if any fluid was found within the cyclers cassette compartment. The source of the leak is unknown. The patient also reported the cycler had fallen at some point in time but did not specify how it fell or if there was any observed damage. The patient confirmed they have not experienced any issues nor received any alarms from their cycler. The patient was advised to contact fresenius technical services if they have experience any issues. They were initially requesting a replacement cycler but indicated they would continue to use the cycler. There were no reported adverse events nor serious injuries attributed to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, to date a response was not received.

Event description:
A response was received from the user facility home program manager. The patient was able to complete pd therapy. There was no adverse event, serious injury, nor required medical intervention. The cause of the reported leak is unknown.